Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf. The lens was stuck in the injector prior to insertion and the cause was unknown. The lens was not inserted and there was no contact or injury.